Event description:
It was reported that during the initial implant of the lead there were difficulties with positioning and the lead was implanted with high thresholds. At a follow up check, it was discovered that the lead had dislodged. During the revision procedures, it was noted that the insulation sheath had detached from the connector pin exposing the coil. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.